Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise, oversensing, pacing inhibition and asystole greater than two seconds. A revision procedure was performed in which a new rv lead was implanted and remains in service. No additional adverse patient effects were reported.